Event description:
It was reported that shortly after this pacemaker was implanted, it exhibited oversensing of noise on both leads that resulted in pacing inhibition greater than two seconds. This patient is not pacing dependent. Boston scientific technical services (ts) was consulted and recommended to reevaluate this patient in the next few days. No additional adverse patient effects were reported. At this time, this pacemaker system remains in service.

Event description:
It was reported that shortly after this pacemaker was implanted, it exhibited oversensing of noise on both leads that resulted in pacing inhibition greater than two seconds. This patient is not pacing dependent. Boston scientific technical services (ts) was consulted and recommended to reevaluate this patient in the next few days. Further information from the field representative confirmed this issue was due to air bubbles in the header of the device. No additional adverse patient effects were reported. At this time, this pacemaker system remains in service.